Manufacturer narrative:
H10: additional manufacturer narrative: added investigation finding and conclusion coding to h6. H11: corrected data: corrected type of investigation coding. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Based on the available information, a definitive root cause could not be determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 69-year -old patient with a 29mm perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 8 years due to degeneration leading to severe stenosis. The patient presented with short of breath. A 29mm sapien3 valve was implanted within the surgical edwards valve using the trans-apical approach. As reported, during the placement of the 29mm sapien 3 valve the operators were unable to pass the biological mitral prosthesis. After several attempts the situation did not change. The doctors therefore decided to remove the sapien in transit, pre-dilate the stenotic biological valve and finally prepare a new sapien to be positioned. The procedure ended successfully. The patient was noted as to be fine and was discharged at home from the hospital.